Event description:
While running startup on the coulter lh 780 hematology analyzer, the customer reported a leak of fluid dripping from under the instrument. The volume was reported as approximately 5 ml and the leak was not contained. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated.

Manufacturer narrative:
The field service engineer (fse) found the quick disconnect fitting 2-7 (qd2-7) was slowly leaking as a result of not being tight on the fitting. The fse tightened the qd2-7 properly onto the fitting and resolved the leak. Failure mode for the leak was qd2-7 tubing not tightened properly on the fitting. (B)(4).